Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "drill gets hot". There were no injuries reported as a result of this event.

Manufacturer narrative:
The analysis was completed and confirmed the reported issue of "drill gets hot". The pre-repair 1 minute temperature tests found t1 at 120 degrees fahrenheit, t2 at 105 degrees fahrenheit, and the collet at 200 degrees fahrenheit. The analysis also found the motor and collet were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.